Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 247 mg/dl. Troubleshooting was performed. Customer was calling back after receiving battery cap. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device was received with blank display due to corrosion at the battery tube and battery cap contact. The device was tested with test battery cap. The device was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self, unexpected restart error, displacement accuracy and displacement tests. The device was received with minor scratched display window and case.